Manufacturer narrative:
Na

Event description:
It was reported that the ventilator would not cycle a breath and there was no volume output with an audible alarm and visual alarm indicator. The ventilator was not on a patient at the time of the reported problem. No report of pt harm.